Event description:
Pt underwent emergency cardiac catheterization for acute inferior wall myocardial infarction. During rotablator procedure a perforation of distal atrio-ventricular groove of right coronary artery occurred with tamponade. Pigtail catheter was placed in intrapericardially with 125cc blood drained. Distal guide wire (approx 25 cm) was found fractured from remainder of wire in the distal right coronary artery/posterior descending artery. Facility was unable to retrieve the wire with a snare. Emergency exploration of chest was performed with relief of tampondade. One coronary artery bypass graft, removal of retained guidewire from right coronary artery and the insertion of an intra-aortic balloon was also performed. The pt was reported in good condition.